Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was investigated in our laboratory in melsungen, germany: 1. Results: 1.1 a visual inspection was performed. The cover caps on the screw pillars and the seal on the lower housing are intact and not damaged. 1.2 a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. 1.3 the device history files were read out and analysed. According to the day of occurrence, the 04th february 2021 was analysed. The infusion started at 00:40 am with an inserted space line and a rate of 20,84 ml/h. The vtbi was set to 500ml. The infusion stopped because of an upstream alarm at 18:18 pm. 1.4 the downstream sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore, the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matches the required values and standards. All measured values are within our specification. 1.5 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,89%. 1.6 to investigate the inside of the device, only the upper housing was removed. No damages or liquid residues could be found inside the device. 2. Judgment: 2.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operated within our specification. No product deviation.

Manufacturer narrative:
This report has been identified as b. Braun melsungen (B)(4) internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(6). If an investigation report is available, a follow-up report will created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion." Customer information: "when did the failure occur: during therapy. Reason of complaint: there has been an incident with an infusomat space. According to the feedback, the pump has given 500ml over a period of 17,5 hours. The pump was set up to give 500 ml over a period of 24 hours. When the biomedical department got the pump, the data in the pump showed that it was still 135 ml left of the infusion and the time to infuse this was calculated to 6,5 hours. The biomedical department checked the settings and they were correct. 500 ml with a rate of 20,84 ml/h. They did a flow test over a period of 24 hours. The deviation was 3,25%. This is a little bit over infusion, but still inside the specifications. The infusion was started 03rd of february at 23:30, and it was finished 04th of february at approx. 17:00 the customer is sending the pump to b. Braun medical as for further investigation."